Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue (no image) was not confirmed. However, service found the image was flickering when the connector of the camera head was moved due to a faulty connector unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device was not displaying an image when the connector of the camera head was moved. The reported problem was found during preparation for a hysteroscopy procedure. The intended procedure was completed using a similar device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation was unable to confirm the reported phenomenon, however, the image was found to be flickering due to a failure of the connector unit. The specific root cause of the faulty connector unit could not be determined at this time. Olympus will continue to monitor field performance for this device.